Event description:
It was reported that the system was explanted due to infection. Patient was treated with antibiotics. Patients condition was satisfactory following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.